Event description:
"On (B)(6) 2025, an implantable port (pac) was placed in the patient at the (B)(6) for chemotherapy treatment. A control x[?]ray was performed. Chemotherapy treatments began on (B)(6) 2025 and continued until (B)(6) 2026, at a rate of one session per week. On (B)(6) 2026, at 00:30, the nurse noticed leakage of the parenteral nutrition infusion at the pac site, in the patient's neck area. The nurse stopped the infusions. After opacification of the pac, it was observed that the pac was located in the intramediastinal space. The pac was removed on (B)(6) 2026."

Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite st305 sm set sil 6,5f IV reference 4433750 from batch 37045976. Device history record batch record file number 37045976 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other complaint was reported on the units from this batch released in may 2025. Summary of investigation no sample, no x-ray picture were returned for evaluation the form "request for information - access port incident " was transmitted for review. Raw material historical review: the batch records of the catheters, of the connection rings and of the access ports housing included in the impacted device kit were verified. They are compliant with the defined specifications and no discrepancy was observed. All raw materials used for the manufacturing of these elements were also compliant upon receipt. Manufacturing process review: visual inspections and dimensional controls are performed during our manufacturing process. Nothing in our manufacturing process could explain the observed defect. Root cause without the complaint sample and/or x-ray pictures, no thorough investigation is possible, and we cannot conclude on the real cause of the incident that occurred only 2 months after implantation. The IFU specifies several recommendations to avoid this type of complication. Conclusion without conclusive element for evaluation, it is not possible to determine the exact root cause of the catheter disconnection, that occurred only two months after implantation. However, it is worth noting that: the batch history record has not revealed failure during manufacturing process, no other similar complaint was reported on this access port batch. This is the 2nd case of catheter disconnection on a device implantated at inkermann clinic. Catheter disconnection is a known complication for which the complaint rate remains low and the IFU already gives recommendations to avoid this type of incident. However, as it is the second case of catheter disconnection, we've asked french marketing department to contact the concerned user for further root cause investigation. If the complaint sample involved in this complaint becomes available, the complaint will be reopened for further evaluation.